Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when attempting to retract the handle to step #2, the physician felt strong resistance. The stent was locked after the second step, but the stent did not open correctly. The physician continued after some time, but ended up removing the first flange from the cyst. The device was removed from the patient with the stent still partially deployed on the delivery system. After the device was removed from the patient, the stent fully deployed outside of the patient. The procedure was not completed, because the physician did not have another hot axios stent available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 2906 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed and expanded. The stent deployment hub was at step #2, the catheter hub was moved distally, and the catheter lock was in the locked position. Kinks were noted in the distal section of the outer sheath. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. The kinks in the outer sheath at the distal end most likely occurred as a result of force applied to the device during the attempted deployment. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. The complainant reported that the physician felt strong resistance during the attempt to deploy. Therefore, it is possible that the device may have encountered the reported resistance due to procedural factors encountered during the procedure, technique used by the physician resulting in severe manipulation, in addition to interaction between the outer sheath and the elevator which may have generated the reported failures. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when attempting to retract the handle to step #2, the physician felt strong resistance. The stent was locked after the second step, but the stent did not open correctly. The physician continued after some time, but ended up removing the first flange from the cyst. The device was removed from the patient with the stent still partially deployed on the delivery system. After the device was removed from the patient, the stent fully deployed outside of the patient. The procedure was not completed, because the physician did not have another hot axios stent available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.